Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 19 events were reported for this quarter. Product return status. 19 devices were evaluated based on historical data analysis. Additional information. 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact.